Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device cubie unload showed a different item. A technical support specialist (tss) remoted into the cabinet and confirmed item were different then reached out to internal then reinsert the cubie but item description not changed then rescan the cubies showed wrong item on screen then explained the customer issue due to items de assigned and assigned with different item cause items mixed up and cubie label then informed the customer need to unload the cubie to avoid inventory discrepancy. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie unload showed a different item than what was physically inside the medbank. However, there were no delay to patient care and adverse events or injuries reported based on this event.